Event description:
It was reported that there were keypad issues with the devices involving keypad button presses. There were no adverse effects caused to any patients from the events.

Manufacturer narrative:
The reported issue that there were keypad issues with the devices involving keypad button presses could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The devices in question are believed to have been in use for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no report of harm.

Manufacturer narrative:
The reported issue that there were keypad issues with the devices involving keypad button presses could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The devices in question are believed to have been in use for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no report of harm.

Event description:
It was reported that there were keypad issues with the devices involving keypad button presses. There were no adverse effects caused to any patients from the events.